Manufacturer narrative:
D4: updated **UDI related data quality updates only**

Manufacturer narrative:
This is a duplicate of the already submitted report with mrn number 3012307300-2023-10069 please refer to that report for the reporting details.

Event description:
It was reported that the loaner device that was received "did not work". There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. 11/1/2023 is our estimated date of event. H3 other: device not returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.